Event description:
It was reported the patient had cellulitis over the device and it was noted the doctor called it a system inflammatory response syndrome infection. The patient was admitted to the hospital the previous night and antibiotics were started. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported on (B)(6) 2013 that perioperative antibiotics were administered, ancef 2 grams IV. Date of onset/diagnosis of infection was (B)(6) 2013. The patient did not have meningitis. Signs and symptoms of infection included: fever, redness, swelling, and pain. The primary location of the infection includedthe device pocket and the catheter or lead track. A culture was obtained from the device pocket showing (B)(6). Treatment forthe infection included both IV and oral antibiotics and total device system explant. The patient outcome was infection resolved.

Manufacturer narrative:
Product ID 3093-28, lot # va050vg, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).